Manufacturer narrative:
Additional information g5, h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: additional information g5, h6. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: one portex endotracheal tube (ett) was returned for analysis in used condition. Visual inspection revealed no discrepancies. The ett was inflated while submerged under water resulting in leakage coming from a tear in the pilot balloon. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed showing that the following processes are followed: tracheal manual flow line, tracheal manual flow line assembly, inflation line sub-assembly, and quality procedure for inflation line sub-assembly. Based on the evidence, the complaint was confirmed. The root cause was found to be no fault found as the damage most likely occurred after leaving the shm facility.

Event description:
Information was received during uring a pre-use check of a smiths medical portex soft seal tracheal tube customer noticed air was leaking from the product. They suspected the leakage came from either the inflation line or the pilot balloon. No adverse patient effects were reported.